Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ar3p. Investigation summary: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45g cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/10. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a thoracic procedure the stapler got stuck on tissue, the blade advanced slightly and stopped. The blade would not return so the reverse button was tried and this did not bring the blade back. The surgeon kept working with the device and managed to get it opened. The procedure was completed with an alternate like device with no patient consequences reported.